Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the right ventricular channel just prior to complete pocket closure. The physician repositioned the lead high on the septum, trying to distance the new lead from a chronic lead. Defibrillation thresholds were good and as the physician was sewing the pocket, and pushing on the pocket, right ventricular noise was again noted. The patient was noted to be pacer dependant and pacing inhibition was confirmed.